Manufacturer narrative:
Two unused physical devices were received for investigation. The devices were inspected and a cut in the tubes were observed. The cuts were found to be caused by the tubes being trapped during the sealing of the products. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported they have a product complaint with 7 eaches of 460711 6.5fr argyle feeding tube lot number 2215833464. One of the products was sealed with part of the product cut off outside the package. With the other six, the tube was split in two pieces inside the package. Photos attached.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.